Manufacturer narrative:
The patient developed severe pain after reconstruction of the joint with tmj devices. The patient's allergy tests (ltt, melisa) confirmed that the patient is highly reactive to nickel. Thus, the surgeon removed the patient's devices and plans to replace all-titanium tmj devices soon.

Event description:
The surgeon removed the patient's tmj devices due to material sensitivity.